Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use ethanol that was under pressure leaked with a bd facsmelody¿ brv 9 color plate EU. The following information was provided by the initial reporter: on friday this plastic part popped off our ethanol tank and flew across the lab, we weren¿t even using the machine that day. Additionally, on (B)(6) 2020 the fse provided the following additional information: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was ethanol. The source of the leak was a non-waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak."

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to part # 661768 and serial # (B)(6). Problem statement: customer reported complaint that a plastic part popped off and flew across the room from the ethanol tank on a bd facsmelody brv 9 color plate EU- 661768. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19jun2019 to date 19jun2020. Complaint trend: there are zero similar complaints related to this issue which pr# 1638869 is the only complaint. Date range from 19jun2019 to date 19jun2020. Manufacturing device history record (DHR) review: a review of DHR part # 661768 serial # (B)(6), file # (B)(4) was conducted. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the reported complaint of a plastic part popping off the ethanol tank and flying across the room was due to a broken ethanol tank connector. This part, # 662915-convert kit sheath/etoh filter, attaches the tubing line from the tank to the filter. The tsr (technical service representative) confirmed this was the issue and sent a replacement ethanol tank connector along with blue fluidics tubing. The issue was resolved over the phone and the customer replaced both broken connector and old tubing. The tsr also highly recommended to vent or depressurize the tank when not in use. Instructions and steps can be found in the bd facsmelody¿ cell sorter user¿s guide (#23-18120-03) on page 108 and 136. Proper startup and shutdown procedures can also be found in chapter 3, page 43. Although the pressurized ethanol tank caused the connector to pop off and fly across the room, there was no injury or harm to any customer or user. In addition, there was no exposure to any waste or biohazard fluid. After the repair, the instrument was rebooted, tested, and was functioning as expected. Although the safety risk is severe the probability is low and there was no impact to customer health or safety. Service max review: review of related work order #: 01503346, case # (B)(4). Install date: 25aug2017. Defective part number: part 662915-convert kit sheath/etoh filter. Work order notes: subject / reported: 661768 - bd facsmelody - broken connector ethanol tank. Problem description: "hello, on friday this plastic part(see images below) popped off our ethanol tank and flew across the lab, we weren¿t even using the machine that day. Would it be possible to get a replacement part and some more of this blue tubing please?" Work performed: replaced connector and tubing from sheath tank to sheath filter. Cause: broken connector. Solution: n/a. Returned sample evaluation: a return sample was not requested because this is not a returnable part and was discarded. Risk analysis: risk management s dir# (B)(4) was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Hazard ID: 1.4.4, hazard: user injured by level sensor blowing out of pressurized sheath tank, cause: user loosens retaining nut while tank is pressurized, harmful effects: injury (major). Risk control: metal crimp style compression fitting will retain sheath probe even if the retaining nut is loosened (ref.: aria ii). Secondary retention bracket (ref.: aria ii) (B)(4): implementation verification: no change based on aria design. Refer to facsaria product family risk analysis (648282ra and 643188ra), doc no.10000257130. Effectiveness verification: no change based on aria design. Refer to facsaria product family risk analysis (648282ra and 643188ra), doc no.10000257130; probability: 1, severity: 4, risk index: 4, residual risk evaluation: afap, new hazard: none. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause was due to a broken ethanol/sheath tank connector, part 662915-convert kit sheath/etoh filter. Conclusion: based on the investigation results, the root cause of the complaint was due to a broken ethanol/sheath tank connector. The tsr sent the replacement parts for the customer to fix the issue and recommended to vent the tank when the instrument is not in use. After the repair, the instrument was operating as expected and there was no impact to customer health or safety. H3 other text : see h.10

Event description:
It was reported that during use ethanol that was under pressure leaked with a bd facsmelody¿ brv 9 color plate EU. The following information was provided by the initial reporter: on friday this plastic part popped off our ethanol tank and flew across the lab, we weren¿t even using the machine that day. Additionally, on 2020-6-30 the fse provided the following additional information: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was ethanol. The source of the leak was a non-waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak."